Manufacturer narrative:
H3 evaluation summary: no service history was available because this was the first time this unit was returned to the service center for service. A burnt/melted power cord was received at the service center. Pictures were also provided for evaluation. The reported issue was seen on the returned power cord. The reported condition was confirmed. This type of burning can not necessarily be linked to a power cord non-conformity. If the current was too high, then the whole cable would show damage. In this case, only the connector started to heat and melt. A nonconforming wall socket could cause this damage. The power cord was repaired and passed safety testing. A corrective and preventative action (CAPA) is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device had a burnt/melted power cord, additional information was received stating that there were no patient harm.